Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-00648, 3005168196-2018-00649. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the right renal artery using a penumbra coil detachment handle (handle) and penumbra coil 400s (pc400s). During the procedure, the physician experienced difficulty detaching two pc400s using the handle, however the pc400s were able to be detached and were placed. The physician then was unable to separate the pet lock and detach another pc400 using the handle, and therefore the pc400 was removed. The physician then used a new handle to detach the same pc400. There was no report of an adverse effect to the patient.